Event description:
The customer reported that the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The scsi (small computer system interface) disk controller was reseated. The system was tested and found to be working as intended and returned to service.